Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a rtoura breast tissue expander, 375cc on the left side, and unknown tissue expander on the right side, saline breast implant experienced bilateral capsular contractures unknown grade, and right sided deflation post procedure. As a result, patient underwent bilateral replacements as follow: left/ ref: (B)(6), sn: (B)(6), right/ ref: (B)(6), sn: (B)(6), and left breast open capsulotomy, and capsulorrhapy on (B)(6). 2023. This report relates to the left side.

Manufacturer narrative:
Device evaluation completed on november 04 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the artoura ss, t exp, hp, 375cc tissue expander was found to have a tear on the juncture between the bladder and the shell, on the anterior view. Leak testing was performed, in accordance with mentor procedures and no additional leaks were detected. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Additionally, the device was re-evaluated under microscope to see if signs of an internal rupture or damage could be found around the bladder to shell joint that led to the rupture/tear reported in the compliant device. As a result, no additional inside-out damage was found to the bladder to shell joint area. In conclusion, the deflation reported is not able to be confirmed as manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).